Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/jan/2017, 17/apr/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell on anterior, posterior and radius, fold creases and weight measurement under specification. A microscopic analysis was performed which identify one sharp on crease assessed as fold flaw opening on posterior and stress marks. Additional visual analysis identified missing of 0-25% on anterior assessed as inconclusive. Based on the device analysis the final assessment is: broken due to sharp on crease assessed as ¿fold flaw opening¿; missing assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and capsular contracture, baker grade iii.

Event description:
Patient reported right side implant is "leaking and the silicone is everywhere". Additionally, healthcare professional reported right side "rupture", "capsular contracture, baker grade iii", "inflammation¿, and ¿edema¿. Patient additionally reported "numbing of fingers and feet, tingling and creeping feeling in my skin, intense itching" and "stroke"; these issues are not device related. The device was explanted.